Event description:
The patient was treated by implantation of two endeavor sprint drug eluting stents- one into the 1st diagonal branch and one into the proximal lad. Approximately 15 months post index procedure, the patient suffered gastrointestinal bleeding and was treated with medication. The investigator assessed this event as not related to the index devices. The patient was on dapt at the time of this event.